Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented to the clinic after receiving inappropriate atp. Post-sensed t-wave oversensing was observed on the ventricular lead via merlin.net transmission and on a stored egm in clinic. The device was reprogrammed successfully. The device remains implanted.